Event description:
It was reported that during an attempted interrogation of this pacemaker with a programmer at a routine in-clinic follow-up, the patient experienced a brief episode of syncope/loss of consciousness while seated. An electrocardiogram (ECG) was attached to the patient and demonstrated av sequential pacing. The root cause of the syncope/loss of consciousness was unknown. Review of device details noted that this device was included in an advisory population and this patient was noted to be pacemaker dependent. No further device interrogation was attempted and therefore, it is not known if the device was found to have exhibited any of the advisory behavior. The patient was monitored for an hour and then was sent home with device replacement planned for the following day. Surgical intervention was undertaken as planned. The device was explanted and replaced. Following explant of this device, the device was unable to be interrogated with a programmer following two attempts. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during an attempted interrogation of this pacemaker with a programmer at a routine in-clinic follow-up, the patient experienced a brief episode of syncope/loss of consciousness while seated. An electrocardiogram (ECG) was attached to the patient and demonstrated av sequential pacing. The root cause of the syncope/loss of consciousness was unknown. Review of device details noted that this device was included in an advisory population and this patient was noted to be pacemaker dependent. No further device interrogation was attempted and therefore, it is not known if the device was found to have exhibited any of the advisory behavior. The patient was monitored for an hour and then was sent home with device replacement planned for the following day. Surgical intervention was undertaken as planned. The device was explanted and replaced. Following explant of this device, the device was unable to be interrogated with a programmer following two attempts. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.